Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, intermittent undersensing of fine ventricular fibrillation which resulted in a misinterpretation of the patient's rhythm was observed. The device failed to deliver therapy and the patient passed away.